Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report, there was no sample available for return. However, a video and images were provided for review. Based on the review of the video and images by the analyst and supervisor, there was no evidence of micro holes in the catheter extension. Therefore, this complaint could not be confirmed for the reported issue based on the video and images alone. Therefore, this complaint could not be confirmed for the reported issue based on the video and images. Since evidence of the reported issue could not be confirmed and there have been no other complaints regarding this issue, no corrective action will be taken at this time. If the sample is returned at a future date, this complaint will be reopened for further evaluation at that time.

Event description:
While injecting contrast for cholangiography, surgeon noticed that contrast was coming out in micro holes in the catheter extension and not at the tip of it. Opened new material and solved problem."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
While injecting contrast for cholangiography, surgeon noticed that contrast was coming out in micro holes in the catheter extension and not at the tip of it. Opened new material and solved problem."